Event description:
The customer reports: a crack was found on the needle hub which was connected to the ars (syringe). A leak was noted at time of aspiration and during puncture on the patient. The device was replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter, an ars, and an introducer needle for evaluation. The needle and catheter contained obvious signs of use in the form of biological material. Visual and microscopic examination of the needle revealed two cracks in the introducer needle hub. The returned needle was attached to the returned ars and water was aspirated. A significant amount of air leakage was detected in the form of bubbles from the needle hub. A device history record review was performed with no relevant findings identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained two cracks on the hub. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
Qn#: (B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports: a crack was found on the needle hub which was connected to the ars (syringe). A leak was noted at time of aspiration and during puncture on the patient. The device was replaced without incident.